Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) lock was broken. A field service engineer confirmed that the issue had been resolved by the lead analyst during on-site visit. Upon inspection, it was found that the srm housing was coming loose from the refrigerator. The lead analyst addressed the issue by simply re-gluing the housing back in place, restoring it to proper condition. The system functioned as intended after the lead analyst troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager lock was broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager lock was broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.